Manufacturer narrative:
Follow-up # 1 ¿ (6/11/2013) the patient's meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. In addition, the usb cable and ac adaptor involved with this complaint have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter has an error 1 and power issue. The patient reportedly was on vacation on (B)(6) 2012 and did not have a backup meter at the time of concern. He allegedly was having high symptoms described as "nausea, weakness, and some sweating" two hours prior to the onset of the alleged product issues at 7 pm. Since he was unable to test his blood glucose reading, he decided not to eat his meal based on his alleged high blood glucose symptoms. During troubleshooting, the power issue was resolved after the patient performed a rapid charge. On the other hand, error 1 was not resolved with training. The product was replaced and requested back for investigation. This complaint was initially ruled out due to the following conclusions: the power issue was resolved with training. There was no evidence the patient suffered a serious injury due to the alleged issue since the patient's symptoms preceded the onset of the product issue. This complaint is now being reported because the returned meter failed testing. On (B)(4) 2012, lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. Although the reported power issue was resolved during the customer service call, the returned meter did not power. Investigation revealed there was contamination on the pc board.